Manufacturer narrative:
MFR's report date: 02/11/2011. (B)(4). Product evaluated and the customer's report that the tubing separated from the drip chamber was confirmed. Visual inspection of the tubing at the engagement to the drip chamber detected an uneven amount of solvent on one side and no solvent present on the opposite side of the tubing. Dimensional analysis of the tubing at the engagement was performed, no anomalies identified. The root cause was identified as insufficient solvent being applied at the tubing engagement. Based upon the smartsite valve laser number, the manufacture and expiration dates were identified.

Event description:
Customer reported the IV tubing came apart right below the drip chamber. The set had been in use 48 hours and when the user changed the bag of IV maintenance fluids, the set tubing separated from the spike. No pt harm reported. Although requested, no add'l event info provided.